Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations and as indicated by terumo cardiovascular systems as stated in the initial report submitted on 9/22/2015. (B)(4). The actual sample was not returned for inspection, so the investigation was limited to the evaluation of a retention sample from the same lot. The retention sample was microscopically inspected before leak testing was conducted. No definitive defects were found in the weld area between the insert and body subunits. The retention sample was then subjected to leak testing, and no leaks were found. A review of the device history record confirmed there were no anomalies. The event experienced by the customer could not be reproduced. A definitive root cause could not be identified but has been attributed to damage sustained during excessive shipping and handling. (B)(4). All available information has been placed on file in quality management for appropriate tracking, trending and follow up.

Manufacturer narrative:
Terumo has not received the actual device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and more information becomes available. For this reason, terumo references evaluation conclusion code 11. (B)(4).

Event description:
The user facility reported to terumo cardiovascular systems corporation that during cardiopulmonary bypass blood leaked on the back side of the shunt sensor. *blood loss of 2-3 ml. *product was not changed out. *surgery was completed successfully.